Event description:
It was reported that the customer had a button error alarm on the insulin pump. The customer's blood glucose level was 80 mg/dl. The customer was asked if she recalls any significant events leading to the alarm and she said not exposed, happened during sleep. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to back up plan per health care provider instructions.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked display window, cracked case near the display window corner, cracked reservoir tube and tube lip and window, cracked battery tube threads and a stained address and serial number label.